Manufacturer narrative:
Date of event - estimated as the event date was not provided. Implant date- estimated as the implant date was not provided

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Three weeks post implant, the patient passed away. The date of the device implant and date of death was not reported.